Event description:
It was reported that the patient was having problems with the pump when it was first put in and was ¿going back and forth¿ but things were stable at the time of the report. The patient was going in every 2 weeks for checkups and adjustments. The patient was acting fussy and was having fevers during all of this. It wasn¿t known at that time if the issues were caused by the pump. The patient had also developed a seroma that was leaking. The patient had been going in to make sure the seroma wasn¿t infected. Since it wasn¿t getting infected, the pump kept getting adjusted. The patient was hospitalized on (B)(6) 2014 because the patient¿s bladder stopped working. The patient had a urinary tract infection (uti) and a fever. It was not known if there was an infection from the pump or up the spinal cord. The reason for the issues was that the patient¿s bladder wasn¿t working. The patient was having utis 3 weeks before she was hospitalized. It was stated that the baclofen was what affected the bladder. It was stated that 3 weeks before the patient was hospitalized, the caller thought the patient had the flu and was fussy so caller took the patient in. It was confirmed that the seroma, uti, and bladder issues all occurred after the implant surgery through mid-(B)(6) of 2014. The pump was infusing baclofen (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).